Manufacturer narrative:
The device was inspected and tested on (B)(6) 2018. Within this inspection functional testing and visual inspection was made. The result was: the device was slightly out of specification. Interval of the supplier maintenance was exceeded by the customer. However the deviation was only detected on one of the four measuring points and was above specification. It is unlikely that the deviation has contributed to the reported event. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service was called from customer on (B)(6) 2018. Customer stated that they had a slippage.